Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone15.3. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized via ambulance due to hypoglycemia on (B)(6) 2026. The patient's blood glucose levels declined to 30 mg/dl while wearing the pod between 24 and 36 hours on the abdomen. Symptoms reported included shaking, co-ordination issues (¿dropping things¿) and vomiting. The patient received no treatment whilst hospitalised, they were only admitted for observation. The patient was discharged from hospital on (B)(6) 2026. The pod was removed and discarded whilst in hospital.